Event description:
Additional information reported the revision was performed on (B)(6) 2013. Following the revision the patient experienced a loss of therapy. The catheter tip was at t11 area.the patient was receiving a ¿workup¿ at the pain institute.

Event description:
Additional information reported the revision had not occurred. The patient was waiting to be cleared by their primary care physician (pcp) for surgery.

Event description:
It was reported, the patient's pump is flipping in her pump pocket. A revision is scheduled for (B)(6) 2013. This had been happening for the last couple of weeks. The pouch was used on pump, but it was thought perhaps the pump pocket might have been too large. A refill was done last week and the concentration was increased, indicating the pump was in the correct orientation at that point. The pump was delivering fentanyl. Additional information reported the patient was doing fine and receiving effective therapy. Additional information has been requested but was not available at the time of the report

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the cause of the patient experiencing loss of therapy was due to the catheter tip was originally at the ninth thoracic vertebra (t9) and was currently at approximately t11. It was noted the patient was currently on a fentanyl patch and "tdd dosing". It was also stated that the patient was not receiving effective therapy and were awaiting a revision.